Event description:
It was reported that when using the bd pyxis¿ es server users indicated that medications transferred to patients by anesthesia providers does not appear on the patient billing statement or on the electronic health record system (medhost). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf codes and manufacturer narrative. Upon investigation of the actual device of this incident, it was determined that the transfer to patient medications did not appear on the patient billing statement. A technical support specialist (tss) reviewed the transfer to patient reports and confirmed that multiple medications were transferred, noting an approximate two hour delay between the transaction time and message receipt. The tss validated transaction data via charges and credits, cms message traces, and device reports, confirming that the transfers were recorded correctly and that all stations were communicating with the server. No critical overrides or related cases were found for the dates in question. After obtaining the specified med identifier from the customer and saving all findings in ephi, the tss escalated the issue to the interface team for further investigation and sent encrypted hl7 messages to support medhost review

Event description:
It was reported that when using the bd pyxis¿ es server users indicated that medications transferred to patients by anesthesia providers does not appear on the patient billing statement or on the electronic health record system (medhost). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.